Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. H.3 other text : placeholder.

Event description:
The patient was undergoing a thrombectomy procedure in the left internal carotid artery (ica) using a penumbra system red 72 reperfusion catheter (red72) and a neuron max 6f 088 long sheath (neuron max). During the procedure, the physician placed the neuron max in the patient. Then during the first pass, the physician fractured the proximal end of the red72 outside the patient. Subsequently, the physician pulled out the entire red72 by hand and no additional intervention was required. The procedure was completed using a new red72 and the same neuron max. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned red72 confirmed that the catheter was fractured on the proximal end. If the red72 is mishandled during retraction, damage such as a kink and subsequent fracture may occur. Further evaluation revealed a kink in the proximal shaft. This damage was incidental to the reported complaint and may have occurred during packaging of the device for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.